Event description:
Adult patient suffered from comminuted clavicle fracture which was accompanied by significant bone loss at fracture ends. Orif fracture fixation was conducted to the clavicle fracture with plate and screws and inion biorestore morsels were used to fill the noticed bone defect. A little over 5 months after original fracture fixation operation, follow-up CT showed fracture nonunion and absorption of the inion biorestore bioglass without bone formation. A revision surgery was conducted including removal of previous plate and screws, new autologous bone grafting was implanted and fracture was refixated with a distal clavicle locking plate (6-hole) and locking screws. As nonunion of clavicle fracture was identified and reoperation was required, this incident is reported as a serious injury.

Manufacturer narrative:
No other complaints have been received related to this product batch, and the batch records show that the product batch is in specification. Even though the relation of the inion biorestore to the nonunion cannot be completely ruled out in this case, it is evaluated that nonunion could have happened in this case also with other bone grafts/bone graft substitutes as securing adequate immobilization/preventing constant micromovements and mechanical loading during the fracture healing period of comminuted clavicle fracture is challenging. The possible constant micromovements of the fracture site during post-operative follow-up time may be a contributing factor also in this case. Additionally, there was no information available if the patient had been following post-operative instructions. Also no information was available of the original bone defect shape and configuration after defect filling to evaluate the construct. Non-union is a known risk after comminuted clavicle fracture fixation surgeries. Non-union is also a recognized residual risk after bone grafting surgeries with bioglass bone graft substitutes like inion biorestore. Currently, based on the yearly inion biorestore post market surveillance data, the incidence of nonunion (complaints vs estimated number of operations) has consistently been less than 0.00%. Inion will continue to monitor these events as part of post-market activities.